Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 19116817, model/catalog description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patients leads were having lead migration. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the revision was performed due to lead migration and ineffective therapy. The complaint was confirmed. Most cables were fractured on the lead body at the kinked site where the clik-anchor has been placed. No cables were exposed at the site.

Event description:
A report was received that the patients leads were having lead migration. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Correction to initial MDR in field .

Event description:
A report was received that the patients leads were having lead migration. The patient underwent a revision procedure wherein the leads were replaced.